Manufacturer narrative:
Concomitant medical products: product ID: 37743, product type: programmer, patient. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
The patient reported that she was having problems with the machine for a couple days now. The patient had been charging it but it would not click on. It was verified that the lightning bolt was showing but the patient couldn't feel stimulation. The patient was advised that they could not increase it with the charger. It was noted that the patient's daughter was in a car accident and the remote was in the car. It was now all gone and damaged. The patient's relevant medical history includes chronic low back pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.